Manufacturer narrative:
The device history record (DHR) was reviewed based on the lot received with the product sample and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. The most probable root causes could be due to an issue with the device material, mishandling or inspection may not have been performed on the device. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on 01/21//2015 that a customer had an issue with a dialysis catheter. The customer stated that after the catheter was applied to the patient, thrombosis was noticed at the level of the internal jugular, left humeral vein and subclavian vein.

Manufacturer narrative:
Submit date: 02/05/2015. An investigation is currently underway; upon completion, the results will be forwarded.